Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's waveform was sent for impaired silicone layer of the driveline. There were no unusual alarms reported by the patient and the slits in the silicone were covered with rescue tape. The log files showed a low power hazard alarm (B)(6) 2022 at 0:51 due to battery depletion. The alarm was resolved upon reconnection to the power module at 0:54.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed damage to the outer silicone jacket of the patient¿s driveline; however, a specific cause for this damage could not conclusively be determined through this evaluation. The submitted images captured damage to the outer silicone jacket in multiple areas along the driveline. No wires were exposed, and the observed damage appeared to be cosmetic only. The submitted log file contained data from 07:59:05 on (B)(6) 2022 through 18:21:59 on (B)(6) 2022, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further related issues at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Additionally, section 3, ¿powering the system¿, warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. This section also warns not to use batteries to power the system when the patient is sleeping. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.